Event description:
While the unit was in use on a patient, the led lights began to flash and the unit alarmed and then shutdown. The unit was turned off and on again to reset the unit and it began operating normally again. The patient was switched to another unit and therapy was continued. No patient injury was reported.